Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The customer reported that the white stapler 30 reload fired during this event was discarded, and therefore cannot be returned. The curved-tip stapler 30 instrument used during this event has been received, but failure analysis investigations are not yet complete as of the date of this report. A follow-up MDR will be submitted if additional information is obtained. The stapler logs for this event were reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae): per the fa, the logs show curved-tip stapler 30 instrument (part #: 470530-08; lot#: t10210128-0008) was installed 3 times and fired two reloads (both white). On the first two installs, the system did not detect the reload color, and the user manually selected a white reload via the surgeon side cart (ssc) touchpad. Both firings were completed per the logs. There were no incomplete clamps by this instrument. An error 1164 shows up in the logs for reload detection issues that were resolved by the user manually selecting the reload color. The system logs for this event were reviewed: an error 1164 was observed occurring multiple times stating that an invalid stapler reload cartridge was inserted on arm3. No other relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a curved-tip stapler 30 instrument fired a white stapler 30 reload on a pulmonary vein which bled. The surgeon performed intervention to resolve the bleeding. The cause of the complication is unknown. Follow-up was attempted. Implant date: the product is not implantable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a curved-tip stapler 30 instrument fired a white stapler 30 reload on a pulmonary vein which bled. The patient lost 250ml of blood due to this event, but did not receive transfusions. The surgeon used metal clips to stop the bleeding, then used another da vinci curved-tip stapler 30 instrument with a white stapler 30 reload to resolve the event and continue the procedure. The patient was discharged on post-operative day three.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported event. Upon failure analysis, the instrument was found to have a loose staple from a reload stuck in between the grip housing. This would cause difficulty installing and recognizing a brand new reload. Instrument was installed on the system and the same error occurred. The lodged staple was removed from the jaws. No initialization failure or errors/faults occurred during in-house testing after removal of the staple. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire tests passed. No lubrication at the wrist was needed.